Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a non-penumbra aspiration catheter, and a guidewire (0.035). The physician did not utilize a short sheath to advance the neuron max. During the procedure, thrombectomy was performed with the non-penumbra aspiration catheter. At some point, the radiopaque marker from the neuron max detached and migrated from the internal carotid artery (ica) into the mca. No attempts were made to remove the marker. Since no flow limitation was observed, the physician initiated anticoagulation therapy to reduce the risk of clot formation. The patient remained stable and was not affected by the marker.